Manufacturer narrative:
Correction: b5, d6a (not an implanted device - deleted implant date), g1, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Healthcare professional reported that a patient received a coolsculpting treatment to the submental/submandibular area using a coolmini applicator and a cooladvantage applicator and presented with paradoxical hyperplasia (tissue is firm and enlarged) 3 years and 7 months post treatment.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting system treatment to the submental / submandibular area on (B)(6) 2022 using the cooladvantage applicator and coolmini applicator. The patient was diagnosed with paradoxical hyperplasia (ph) to the bilateral submental by provider medical on (B)(6) 2025 and abbvie medical safety on (B)(6) 2025.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.